Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, cause was unknown. Reportedly, the customer consumed food to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.